Event description:
It was reported that the speed was unstable. A 1.50mm rotapro was selected for use. During the procedure, the speed was unstable in normal mode, and the number of rotations increases and decreases. The unstable speed ranges from 160,000 rpm to 190,000 rpm. The procedure was completed with another of the same device. There were no patient injury.